Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03805, 03851, 03854).

Event description:
Operative report received from patient's legal counsel reported that during a right hip revision procedure, the femoral head cold welded to the trunnion. This resulted in the stem being removed and a 20 minute delay in procedure. During removal of the stem, the patient's femur fractured anteriorly. The fracture was stabilized with a plate and cables.

Manufacturer narrative:
(B)(6). Concomitant products: m2a-magnum mod hd sz 52mm/ pn 157452/ ln 134710, taperloc por red/lat 15x150/ pn 13-103208/ ln 363050. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.